Event description:
The customer reported the system displayed a "generator failure, filament failure, power down and wait ten seconds" error message. The system shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack and f3 fuse were replaced. The system was then found to be operating as intended.